Manufacturer narrative:
The device was returned and a device evaluation could not confirm the customer allegation - "image flickering". An inspection at the repair center revealed, no image was produced due to faulty charge coupled device (ccd) unit. The adapter could not be removed from the ccd unit and the adapter failed to rotate smoothly. The cover and the ccd unit could not be removed since they were fixed with a large amount of glue. The adapter had trace of third party repair. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the image from the camera head was flickering. The issue was found after a diagnostic procedure. The facility completed the procedure with the same device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and to correct h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty ccd (charge-couple device) could not be identified. Olympus will continue to monitor field performance for this device.